Event description:
Evaluation summary: received for evaluation was one cougar guide wire without original packaging. The wire was received in two pieces, breakage occurred at the hypo tube/spring uv joint without any damage to the uv adhesive, ss spring and the nitinol hypo tube. The whole length of the wire was received with no missing parts. The distal broken tip measured in length approximately 30cm and the rest of the proximal core wire with the hypo tube measured approximately 160cm. Close visual inspection detected a slight bend at the break. Also the wire exhibited bunched up coils from the proximal coils to the distal tip ball. From sem analysis carried out on the returned wire it appears the wire fractured at the bent location due to a tensile effect. From sem analysis carried out on the wire there does not appear to be any material inclusions or surface imperfections which caused the break. Cine image review: review of images received show the guide wire being withdrawn from the om1 lesion where it is severely deformed. Initially the wire was acutely doubled over in the distal om1. This is after the wire has been used in the lad where it has been used to traverse a very calcified area of vessel. Further review shows the doubled over wire now trapped in the distal av cx.

Event description:
The physician intended to use a cougar guidewire in the treatment of a lesion in the mid cx. The device was removed from hoop per IFU and had been inspected with no damage noted. The target lesion exhibited moderate calcification and a little tortuosity. No resistance was encountered during the procedure. It was reported that the cougar wire broke in 2 pieces, close to a calcified lesion. An attempt was made to remove the detached wire piece using micro-pliers. It was reported that a dissection of the left main occurred at this stage. The dissection was reported to have been caused by the micro-pliers. A balloon was used to successfully remove the detached wire piece. A resolute stent was used treat the lm. No further patient complications were reported and no device parts left in the patient.

Manufacturer narrative:
Evaluation results: (investigation in progress). Evaluation conclusions: inconclusive - investigation in progress. (B)(4).

Manufacturer narrative:
Results: it appears that the wire was traumatised to fatigue during this complex case. Conclusion: it appears that the wire was traumatised to fatigue during this complex case.